Event description:
Customer reported that blood leaked through the interlink injection site attached to a central venous catheter, and pt developed an air embolism in the hosp emergency department. Reportedly, the pt survived but is in "vegetative state." Further follow up with the reporting facility revealed that in 2004, the pt was transported via ambulance from the residence to the hosp (e.r.) Because they had a fever. Contact stated the pt was receiving tpn at the residence, which was disconnected prior to the transport to the hosp e.r. Contact stated that when nurse disconnected the interlink lever lock cannula (303370) from the interlink injection site (2n3399), the catheter was not flushed, contrary to the residence protocol. The catheter was a triple lumen central catheter with all the lumens capped with 2n3399. Upon arrival in the e.r., the alert and responsive pt was placed in the "bed" and left alone for approximately 2 minutes. The ambulance personnel reportedly returned to the pt after 2 minutes to have their sign the hippa form. At that time, the pt was found with mouth and eyes open and unresponsive to verbal and tactile stimulation. The ER nurse was called into the room at this time and assessed the pt. The nurse reported that a 3-inch diameter spot of blood was found on the pt's gown. The nurse reported the blood had leaked through the septum of the interlink injection site which was reportedly firmly attached to the catheter. Contact reported a CT scan of the brain was performed which indicated an air embolism. The pt received hyperbaric treatment. The air embolism reportedly dissolved but the "vegetative state" has persisted.